Event description:
It was reported that a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Three wds and two was were used over the course of the procedure. A high transeptal puncture (tsp) was completed and the first was was advanced. An unsuccessful attempt was made to implant a 24mm watchman flx closure device. The sheath of the was became kinked and both the was and wds with closure device were removed from the patient. A second tsp was completed mid to low on the interatrial septum. A second was was advanced and an unsuccessful attempt was made to implant a 27mm watchman flx closure device. A small pericardial effusion was identified via transesophageal echocardiogram (tee) but the patient remained stable and no intervention was required. The 27mm closure device was removed from the patient and a second 27mm closure device was advanced and successfully deployed. The closure device met release criteria and was implanted. Shortly after release, tee showed the closure device had migrated to the proximal tip of the laa with only the mitral side frame anchors still in contact with the laa. A non-boston scientific snare was used to secure the closure device in place while the patient was transferred to surgery. The closure device was surgically explanted. No patient complications were reported.